Event description:
Contracted (B)(6) after sinus endoscope was used. You need to alert ent's to the possible contamination of these scopes (like the duodenoscopes). I had to be treated with clindamycin (a worrisome antibiotic) and now bactroban ointment. I am a consumer but am an m.d./ph.d., and I'm pretty sure you'll find that this isn't a completely rare occurrence given the findings or resistant bacteria in the duodenoscopes. Please do something.